Event description:
A us distributor returned a monitor and reported monitor will not power up properly.

Manufacturer narrative:
Monitor was returned and evaluated at the distributor. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power up properly. The cause for the failure was contamination found on the j101 on the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.